Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead had been showing under sensing at a fine ventricular fibrillation episode. The shock successfully converted that rhythm. Discussed reviewing sensitivity settings, optimizing as appropriate and physician option for testing. An rv lead revision was suggested since the system had only just been implanted for nearly a month. At this time the rv lead and the crt-d remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead had been showing under sensing at a fine ventricular fibrillation episode. The shock successfully converted that rhythm. Discussed reviewing sensitivity settings, optimizing as appropriate and physician option for testing. An rv lead revision was suggested since the system had only just been implanted for nearly a month. At this time the crt-d remains in service. Additional information was received from the field mentioning that the rv lead was replaced. The lead was found in the high rv/tricuspid region and possibly in the ra by fluoroscopy. The lead was attempted to be repositioned but after the helix being retracted, they were not able to re-extent it. The explanted lead will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Visual inspection revealed no abnormalities, typical surgery-related damage was noted but is not considered abnormal. A pressure test failed, due to cuts. The helix difficulty allegation was confirmed as helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead had been showing under sensing at a fine ventricular fibrillation episode. The shock successfully converted that rhythm. Discussed reviewing sensitivity settings, optimizing as appropriate and physician option for testing. An rv lead revision was suggested since the system had only just been implanted for nearly a month. At this time the crt-d remains in service. Additional information was received from the field mentioning that the rv lead was replaced. The lead was found in the high rv/tricuspid region and possibly in the ra by fluoroscopy. The lead was attempted to be repositioned but after the helix being retracted, they were not able to re-extent it. The explanted lead has been returned for analysis. No additional adverse patient effects were reported.